Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing eval revealed that the threaded persuader was returned with the reduction insert broken and the lower section missing. The reduction tube assembly was damaged along the slot, showing dents and scratches along the edge. The threaded reduction tube prongs were dented and splayed outwards, and could not be removed from the reduction tube assembly. The damage noted was consistent with abuse. Specification investigation could not be completed because the missing and damaged portions of the returned product made physical dimensional verification impossible. The root cause could not be determined and the complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a posterior lumbar fusion at level l4-l5, the matrix threaded persuader broke. The surgeon retrieved all pieces of the persuader, but found it stuck to the matrix screw head. The surgeon removed the screw, screw head, and persuader, inserted another screw and head, and completed the procedure. The procedure was delayed 10 minutes. This is report 1 of 3 for this event.